Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu associated with this complaint to perform failure analysis (fa). The iesu was analyzed, but the reported issue could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Multiple c-00 errors were found in error logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had errors. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed 25913 (c-01) errors on the erbe generator. The tse walked the customer through power cycling the generator and disconnecting the generator's external foot pedals. The generator came back up with a u-02 error. The tse informed the customer that the local field service engineer would need to be dispatched for additional troubleshooting. The customer placed the call on hold as they located a third-party esu device to connect but the call was dropped. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the surgeon decided to convert to laparoscopic surgery because the erbe generator was not working. The erbe generator was not delivering energy. The procedure was completed with no patient injury.